Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2173, awareness date 31-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2004. Consumer stated that since essure was placed, she became accustomed to very heavy bleeding for longer times and then it started happening more then once a month. There were times she couldn't walk because of the pain, she was having contractions all the time. Her hysterectomy was on (B)(6) 2014 and she has been pain free and symptom free since. The product technical complaint investigation results which ptc number is (B)(4) was received on 22-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced very heavy bleeding fpr longer times. She also sometimes couldn't walk due to pain. She had an hysterectomy and has been free for symptoms since then (positive dechallenge). These events, seen as pelvic pain and genital bleeding, are serious due to medical importance and required intervention and are listed in the reference safety information for essure. Considering pelvic pain and genital bleeding may occur during essure use and the positive dechallenge, causality with suspect insert cannot be excluded and since an intervention was required, this case is regarded as incident. Based on available information, a relationship between the reported medical events and a quality defect is excluded. No further follow up will be actively pursued since this case was identified during health authority website monitoring.